Event description:
Reportedly, the device delivered several appropriated shocks on (B)(6) 2026, but the byod app did not transmit them. Neither on the (B)(6). Only a pit on the (B)(6) sent the events. The patient received the first shocks in the morning. The device was interrogated several hours later in the emergency room. The aida data was not deleted during this process. It is unclear where his smartphone was during the hours between the shocks and his presence at the emergency room.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Analysis synthesis: review of event logs revealed that a shock occurred at 5:00 am on (B)(6) before the device was interrogated later in the morning (9:22 am) in clinic. The daily device check alert runs at 01:00, but no alert was present at that time on (B)(6), so none was triggered. During the in-clinic interrogation on (B)(6), the existing alert was correctly displayed. Because the device memories were reset during interrogation on (B)(6), no further alert could appear in the device memory for the scheduled check alert at 01:00 on (B)(6). Smartview mobile app logs correctly detected the implant and showed a pit on (B)(6) with a report without any alert, consistent with the device¿s status. Both the defibrillator and the smartview mobile app worked according to specification, with no malfunction. The results of this investigation are retained and utilized for trending purposes.